Event description:
Reported via patient call center. It was reported that the patient experienced multiple symptoms and rehospitalization. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. The patient stated it was unclear how the implant procedure went or when the symptoms started, but the patient experienced left chest pain, edema, dizziness and stomach issues. The patient was seen in the emergency room on (B)(6) 2025. There is no further information available from that visit at the time of this report.